Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified fold creases, deformation, brown particles in shell, cloudiness in the gel/air voids between shell and gel observed after autoclave disinfection cycle. Weight measurement of the device identified device was overweight. Even though the device was overweight, it was not considered a workmanship issue since all units of the weight report ware within specification when released from the manufacturing process. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Additionally, patient reported capsular contracture, baker grade iii, and "infra areolar scars with markedly decreased n-a sensation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient additionally reported "itching and pain in the left breast" and "extensive foreign giant cell reactions¿. This record is for the left side. Device remains implanted.